Manufacturer narrative:
(B)(4). The nurse declined to return the device for evaluation. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The cause of the reported condition of a stroke was undetermined. Review of the device?s service history record revealed no issues that may have contributed to the reported incident. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A baxter clinical educator received notification that a patient experienced a stroke while on the homechoice machine. Additional information was obtained from the peritoneal dialysis (pd) nurse who reported that a patient suffered a hemorrhagic stroke on (B)(6) 2011 while performing pd therapy on the homechoice machine at home. The patient experienced left-sided weakness and numbness. The patient was admitted to the hospital for 7 days and went to rehab for 4 days. The pd nurse did not provide treatment details. The pd nurse stated the stroke was a combination of hemorrhagic and clots. The patient is going to be evaluated for brain stents. The pd nurse indicated the patient's blood pressure had been high prior to the stroke. The patient is now home with no residual affects. The patient is continuing to perform therapy on the homechoice. The pd nurse stated the home patient did not perform therapy on one occasion (date unknown) prior to suffering the stroke due to a problem with the homechoice machine. The pd nurse stated the patient received an unknown alarm, but did not call baxter or the nurse at the time of the alarm. The patient was instructed to either call baxter or his nurse should he encounter any problems with the machine. The nurse stated the stroke was not related to pd therapy or baxter products.

Manufacturer narrative:
(B)(4).